Event description:
Reporter alleged being unable to obtain a reading on meter so a relative called the emergency medical technicians (emts). Reporter stated the emt meter read hi and customer continued to black out being unable to stand. Reporter indicated customer was treated with an insulin IV, had additional testing performed, and was hospitalized for 2 days as a result. Reporter indicate the past results had been in the 50s -100+ mg/dl while testing was expired test strips; however, did not indicated the exact time of the attempted use of the meter prior to the incident. A request was made for the return of the suspect device and replacement product was sent.